Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd¿ slip tip syringe with attached needle was found with foreign matter as the product was found with ¿brownish-orange spots along the syringe." There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: one open 1ml s/t packaged syringe with needle was received by bd canaan and confirmed to be from batch #7199783 (p/n 309597). The sample was visually evaluated. The syringe was found to be partially filled with a clear unidentified liquid indicating the sample was manipulated. Light brown embedded foreign matter was observed in the barrel wall. The observed fm is larger than level 3 in size, which is a rejectable condition at bd canaan. The barrel is from mold c-219 cavity #24. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. DHR review for batch 7199783 (p/n 309597): manufacturing date: 08/26/2017 to 08/28/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7199783 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. CAPA is not required based on severity and occurrence level defined for this complaint.